Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who arranged for a pump replacement and provided instructions on using storage mode and returning the malfunctioning pump. The customer was advised about the updated software on the replacement pump and agreed to return the defective unit using the provided ups return box and pre-paid label within 10 days.